Event description:
It was reported that the arctic sun device was not cooling. A functional check showed that the mixing pump had failed. They requested a quote for the 2000 hour service and loaner. Per sample evaluation results received on 30jul2024, it was reported that the arctic sun device had tank seals lifted.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed that the mixing pump had failed. They requested a quote for the 2000 hour service and loaner.